Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to issues to inflate and deflate the device. During the procedure, it was found that the patient had scarring and the deactivation button of the pump was getting stuck. A new ipp was implanted. No additional information was reported.